Manufacturer narrative:
(B)(4), date sent: 3/24/2021, d4: batch # u5dx63, h6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two gst60d reloads present. The reloads were received unfired, reload (b) without damage noted on the reload notches, and reload (c) with damaged noted on the reload notches. This damage is consistent with an attempt to load the reload on the device. The returned reloads unit cannot be forcibly installed into the channel, no functional test was performed as the reload could not be loaded acceptable into the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the cartridge could not be loaded into the jaw at the first firing. Another cartridge with the same lot number was loaded, and the device was fired. The surgeon commented it felt something wrong with the staples that were close to the knife, and it seemed the staples at one line of the cartridge were not deployed. The device was used on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.